Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized (B)(6) 2025. The length of hospitalization was greater than 24 hours. The blood glucose level was 330 mg/dl at the time of event and the patient got treated with intravenous drip. No further information available.